Event description:
It was reported that the customer received no delivery alarms on her insulin pump. Her blood glucose was 132 mg/dl. Troubleshooting was performed. Customer changed out the infusion set and insulin did not exit. Following a reservoir change, insulin eventually exited the infusion set tubing, indicating a possible reservoir occlusion. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.